Manufacturer narrative:
Correction section d9: device returned to manufacturer? The cable-4 bf probe pulse mtr was not received by the instrument service center and was disposed onsite by a field service engineer due broken cable.

Event description:
A customer reported error message ¿4471 b/f probe 4 home detection failure¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp) and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. The fse was able to reproduce the error by performing prime bf wash. While troubleshooting, fse observed the bf probe number 4 was not moving during the priming and causing the error. Fse suspected the cable-4 bf probe pulse mtr and replaced it. Fse resolved the complaint by replacing the faulty cable-4 bf probe pulse mtr. Fse performed daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) 2022 through aware date (B)(6) 2023. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (4471) b/f probe 4 home detection failure cause: the home sensor failed to activate after b/f probe 4 moved toward the home position. The measuring operation is suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the faulty cable-4 bf probe pulse mtr.